Manufacturer narrative:
Two opened handpieces were received for the report of serrated plungers, resulting in multiple patient complications. The samples were visually inspected, sample #1 was found to be conforming and sample #2 was non-conforming with a damaged tip. A functional thread engagement and plunger movement test was then performed and found to be conforming on both samples. Finally, a dimensional plunger height inspection was performed and found to be conforming on both samples. Surface roughness was then performed on the mouth of the plunger and on the 3-8mm section of the plunger of both returned samples. Both surface roughness measurements were found to be conforming on the plungers of both returned samples. Photos of the product are attached to the parent file and have been reviewed by the investigation site. The surface finish of the plunger appears to not be smooth (serrated) confirming the reported issue. The provided photos indicate the plunger has serrations, however, the sample evaluation did not confirm that the returned samples had serrated plungers. Unrelated to the reported event, the plunger on sample #2 had a damaged tip. How and when how the tip became damaged cannot be determined from this evaluation. The most likely cause of a bent plunger head of the injector is from improper handling of the product. This injector has been in service for approximately 1 year. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported during the intraocular lens implantation due to the serrated plunger has resulted in multiple patient complications that resulted in anterior vitrectomy and causing tear in the capsular bag. Additional information has been requested.

Manufacturer narrative:
A sample device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).